Event description:
This spontaneous report of a non-serious, unlabeled event of (post inflammatory pigmentation change) meets the criteria of an expedited 10-day report. Info was received from a physician regarding a (B) (6) female pt who received a total of 1 cc injections of restylane injectable gel (injectable dermal filler) into the tear troughs and unspecified multiple areas of the face on (B) (6) 2007. No anesthesia was reported used prior to procedure. Add'l procedure included 0.2 cc juvederm injections into the tear troughs. Significant past medical history included pervious restylane injections to unspecified areas in (B) (6) 2006. The pt had no known concomitant medications. On (B) (6) 2007, the pt notified the physician stating that she remained bruised (implant site bruising). On that same day, the injecting physician evaluated the pt. According to the report, the physician stated 'fillers were not palpable or blue." The physician felt it was possibly post-inflammatory hyperpigmentation (post inflammatory pigmentation change). On (B) (6) 2007, the physician re-evaluated the pt and found that tear trough areas have remained brown in color and treated areas with 0.08 cc hyaluronidase 150 mg/cc. In (B) (6) 2007, the pt was re-evaluated and found that tear troughs remained discolored, described as "still dark." The physician reported injecting the pt with 1 cc of perlane more lateral into the tear troughs to fix the discoloration. On an unspecified date, the pt began a series of one laser treatment and approximately 20 pan-g-treatments to the affected areas twice a week until (B) (6) 2007. As of (B) (6) 2007, the event of post inflammatory hyperpigmentation was considered resolved. The restylane lot number and expiration date were not reported.

Manufacturer narrative:
Add'l PMA/501(k) #: p040024.